Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Further information provided suggests that the patient is being closely monitored but no revision has been performed till date. It is unknown if any broken fragments were left in the patient. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a rotator cuff procedure the tip of the customer's expressew iii needle broke in the patient. The sales rep stated that the surgeon was not able to retrieve the broke tip even after searching for it and unable to find the broken piece. The sales rep stated that the surgeon was using an expressew iii gun with orthocord for suture and that the gun was fired approximately six times before the needle broke. The sales rep reported that the surgeon completed the procedure with another needle with no patient consequences but there was a ten minute delay. The sales rep stated that the patient came back to the doctor's office on (B)(6) 2016 complaining that his shoulder has been bothering him. The sales rep stated that the doctor is following up with the patient. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the other broken part of the needle was discarded.